Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set occlusion and bent cannula issue on (B)(6) 2026. The infusion set occlusion alarm occurred and insulin on board was affected. The blockage was located at the insertion site. The insertion site was the right thigh and the issue occurred within three or more hours of insertion. The patient blood glucose levels were elevated and treatment was administered through the pump. No further information available.